Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: unknown, ubd: unknown, UDI #: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a transsphenoidal procedure. It was reported that pre-operatively, the axiem system appeared to be cutting in and out. The site registered and then the axiem and emitter disconnected in the software. This happened twice intermittently before the case. A manufacturer representative was able to get the system to re-establish communication. The procedure was completed using the navigation system and there was no reported impact to patient outcome. The surgical delay was minimal.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cable was returned to the manufacture for evaluation. They were unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The cable was manipulated while the system was on but it stayed connected the entire time. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.